Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device during the same surgery. This report is submitted on 1 march 2021.

Manufacturer narrative:
This report is submitted on november 20, 2020.

Event description:
Per the clinic, the patient experienced a loss of sound on (B)(6) 2020, and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.